Event description:
Metal collar separated from zireal abutment in the anterior tooth - maxilla; patient had lost the ability to retain the crown, was out of town. Multiple dentists were consulted before the patient returned to my office and crown was temp cemented to implant. There was surgical exposure of retained metal collar. A new abutment and gold screw were placed. Tissue has migrated into the retained abutment piece. There was exudate (a considerable amount of infection) and some bone loss around the implant. Overgrown tissue was surgically removed.

Manufacturer narrative:
Initial evaluation, visual analysis of returned product shows that the metal retained collar and retaining screw were not returned by clinician. Crown received along with zirconia body. Review of complaint history on this product indicates that this is the only complaint on this lot to date. Lot was released 01-05-2008. Abutment in function for 2 years. Additional information is being requested from the clinician including return of metal retained collar and retaining screw. Additional details regarding this event and the conclusion of this investigation will be provided in a supplemental report.

Manufacturer narrative:
The ceramic sleeve of a zireal abutment, catalogue number iwcap564, was returned as a complaint. There was no metal insert or screw returned. The crown was placed on (B)(6) 2008 and was removed on (B)(6) 2010. Preliminary visual inspection showed that the metal insert had separated from the ceramic sleeve, and that the crown was retained on the ceramic sleeve portion of the abutment. There was no obvious trauma (damage, cracking, indentations, etc) to the ceramic post. A visual inspection at magnification showed a hard white residue residing on the surface where the sleeve and the insert would come into contact. The appearance of the white residue is consistent with the appearance of the sealing glass that is used to connect the metal insert to the ceramic sleeve. Typically sealing glass residue is found on both the metal insert and the ceramic sleeve but in this case the insert was not returned and therefore precluded any post-failure functional evaluations. No conclusions can be made regarding trauma, manufacturing error, or mishandling of the insert. No screw was returned with the abutment sleeve, and therefore no conclusions can be made regarding whether the screw used was the correct screw or if there was trauma to the screw, manufacturing error, or mishandling of the screw, that led to the abutment separation. It was inconclusive as to whether or not the correct screw was used but an examination of the part revealed a significant amount of reaming/ boring from the top down which suggests that the user had some challenges retrieving the screw. This rules out the misuse of the iunihg since its screw head would be able to slip through the access hole and it would not have been difficult to remove. Both the final and the try in screws have identical, larger heads so it cannot be confirmed which was used in this case. Visual inspection also revealed an omnipresent red residue both on the surface where the sleeve and the insert would contact, and on the outside of the sleeve. The appearance of the red residue is consistent with blood that would be deposited during the removal of the abutment, and is not expected to have played any role in the abutment delamination. Dimensional and functional inspection did not reveal any aberrations from the specification for this part, and as such, there were no deviations that might be considered to have contributed to device failure. There is not enough information to draw any conclusions regarding root cause of this delamination failure. ((B)(4)).